Event description:
It was reported that the device was displaying several errors, including locked-up codes. There was no pt use associated with this event.

Manufacturer narrative:
Physio-control informed customer that this device probably needs replacement. The hospital's biomedical engineer commented that they were hoping to get this device retired, and was going to decide if wanted to repair. The customer has not yet confirmed with physio-control their decision regarding this device.